Event description:
On (B)(6) - it was reported by the consumer that allegedly the tpo100b concentrator was functioning while she was sleeping, when she awaken by a smoking smell. She got up, unplugged device, saw smoke coming out of it, and took the unit outside. Per our procedures, this event will be reported because it contains a key word. There was no injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tpo100b, serial number/date (B)(4) is approximately two yea old. The owner's manual part number 1156872 rev. C (jan-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.